Manufacturer narrative:
(B)(4). Results of investigation: the suspect device was returned to carefusion's service department for evaluation. The service technician was unable to duplicate the reported alarm of "xdcr fault" during testing. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 95 hour run in test with the customer's settings without any unusual alarms and conditions. The ventilator failed the internal leak test from the ltv final test for slight non-conformities. Internal inspection did not reveal any abnormalities with the ventilator. A review of the event trace log revealed multiple "xdcr flt" conditions. (B)(4) will replace the solenoid manifold to address the reported issue.

Event description:
It was reported to carefusion that the ventilator alarmed "xdcr fault". The incident occurred while in use on a patient in the hospital. There was no patient or user harm associated with this issue. The patient was placed on another ventilator with no issues.